Manufacturer narrative:
Root cause could not be determined conclusively. However, occurrences of dry eye are inherent to lasik. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with dry eyes in both eyes post lasik. Symptoms are improving with dry eye treatment. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.